Event description:
The customer contacted baxter's service center regarding a system error (se) 2367 which occurred on the homechoice (hc) during drain 3 of 3. The technical service representative (tsr) determined with the registered nurse (rn) that the hc was alarm low ultrafiltration, then to system error 2367 occurred. The tsr had the rn close all the clamps/transfer set, cycle the power off/on, press go to start, at load the set remove the cassette. The rn indicated, the home patient (hp) was dry and no need to continue with manual drain. Cycling the power off/on resolved the alarm. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the root cause was undetermined. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr, because the product is unknown.